Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient had been seen in the hospital approximately three months ago due to the device delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The patient was treated for the atrial arrhythmia and released with no further interventions undertaken or planned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in the device emitting beeping tones. A small amount of chatter was able to be produced with patient isometrics, however, no out of range measurements were able to be reproduced. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that continued high out of range pacing impedance measurements greater than 2,000 ohms was observed resulting in the device emitting beeping tones. The patient was seen in clinic and no out of range measurements or noise was able to be reproduced. Beeping was programmed off and monitoring will be continued.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed due to the reported clinical observations. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.